Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the impactor was broken after receiving it from wash in sterile processing. The surgery was completed successfully with another device. No adverse event has been reported as a result of the malfunction.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 (UDI#) and h4. Reported event was confirmed by review of pictures. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of use, nicks, scratches, gouges wear, and strike marks. It is confirmed the impactor pad has fractured and not all the pieces were returned. The device was submitted for further analysis. The analysis determined fracture surface artifacts of hackle marks and river lines are consistent with the overload failure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional event information is available at the time of this report.